Event description:
It was reported to philips that the device's c-arm was unable to move. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information received, the system was in clinical use for a planned non-emergency treatment for cardiac arrhythmia, which was completed as the system was still operable despite of incorrect table height reading. The philips remote service engineer (rse) assessed the system remotely and determined that the device's c arm could not move from a parked position to a working position because of the incorrect table height reading. The case was cancelled since the rse resolved the issue in the previous work order by adjusting longitudinal alignment and performing current calibration on the stand. After that, the system was restored to proper functioning order. The codes were updated based on the investigation outcome.